Event description:
It was reported that during a hand assisted donor nephrectomy procedure, the trocar was placed down the iris valve and the material came apart. They replace it and completed the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/12/2009. Info anticipated, but unavailable at this time.